Event description:
It was reported when using the bd preset¿ syringe with attached needle here was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "after the arterial blood was collected, blood was found on the canal diameter, and blood spilled again after being wiped clean with paper. The cause was found to be a small crack in the canal diameter of the blood collector."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked barrel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode.